Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were no visual indications of dried fluid within the cassette compartment on the pump.there were visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.system air leak test ¿ passed.valve actuation test ¿ passed.the teach pumps test passed.¿ a (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighted fill volume values were within tolerance for a liberty cycler.there were no visual discrepancies encountered during the internal inspection.there were not discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that there were drain issues during pd treatment. When treatment data was reviewed an overfill event was discover on (B)(6) 2025. A review of the patient¿s treatment records identified that the patient was overfilled and drained 3356ml of 1798ml during drain 4 of treatment. This drain volume is 187% of the fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient's pd nurse verified the overfill and said there was no harm, intervention or adverse event associated with the overfill. The patient did get a new cycler and was ablet to do manual treatments in the absence of a cycler. The cycler is available to return for analysis.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that there were drain issues during pd treatment. When treatment data was reviewed an overfill event was discover on 12-12-2025. A review of the patient¿s treatment records identified that the patient was overfilled and drained 3356ml of 1798ml during drain 4 of treatment. This drain volume is 187% of the fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient's pd nurse verified the overfill and said there was no harm, intervention or adverse event associated with the overfill. The patient did get a new cycler and was ablet to do manual treatments in the absence of a cycler. The cycler is available to return for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.